Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address discomfort. Update rec¿d 01/111/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from metallosis. There is no new information that would change the existing MDR decision. Complaint was updated 01/23/2017. Update may 04, 2017: pfs received. There is no new new information. This complaint was updated on may 12, 2017. . Update may 09, 2017: legal medical records received. After review of the medical records for MDR reportability, patient complains of pain, difficulty ambulating, decreased functional mobility. Operative notes states that the cup was extremely vertical and the head was subluxed. Cup has been added due to malposition. . This complaint was updated on may 12, 2017. / / investigation method: the patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised to address discomfort. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address discomfort. Update rec¿d 01/11/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from metallosis. There is no new information that would change the existing MDR decision. Complaint was updated 01/23/2017. Update may 04, 2017: pfs received. There is no new information. This complaint was updated on may 12, 2017. Update may 09, 2017: legal medical records received. After review of the medical records for MDR reportability, patient complains of pain, difficulty ambulating, decreased functional mobility. Operative notes states that the cup was extremely vertical and the head was subluxed. Cup has been added due to malposition. This complaint was updated on may 12, 2017.